Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels between 59-80 (mg/dl). Customer consumed orange juice to treat low bg levels. Reportedly, customer had a small dinner which may have contributed to low bg level. Recommendation was made to consult with health care provider to discuss diabetes management.